Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (value not provided). Although requested, customer declined to provide additional information and declined tandem technical support's offer to perform a pump system check.